Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy tests. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of an unknown level. The customer indicated that they have been in the hospital 11 times since (B)(6) 2016. Customer was unable to provide further dates or any information of the hospitalizations and indicated that she would call back later. Customer also indicated that the pump was faulty but did not provide details of any possible malfunction. Customer requested a replacement pump and troubleshooting advised customer that they will submit a request for a replacement. There was no further information provided by the customer or by troubleshooting.